Event description:
A consumer implanted for non-malignant pain reported that since implant they were shocked when walking, but stimulation was fine when lying down. It was further reported the issue didn't occur if stimulation was off, so they kept stimulation off the majority of the time, and eventually got the implant removed on (B)(6) 2016 since it was supposed to help when walking as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.